Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 295 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent, while wearing it on the abdomen. For treatment, the patient changed out the pod and gave correction bolus. The pod was leaking.

Manufacturer narrative:
The returned device was evaluated and no bends or kinks were observed on the soft cannula, however, the exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting through the tear during a leak test. It could not be determined when and how the tear occurred. It could also not be determined if the damage contributed to the device failing to deliver insulin or leaking during wear. No other damages or defects were found with the device.